Event description:
On (B)(6) 2009: the pt developed an incisional hernia and came under the surgeon's care for the repair of what is described as multiple recurrent ventral hernias, which had formed in or about the site of her previous incision (laparoscopic gastric banding). On (B)(6) 2010, surgical repair of ventral hernia with xenmatrix graft. On (B)(6) 2010, re-exploration for evaluation of a hematoma in the pt's post-operative wound infection. On (B)(6) 2010, exploratory laparotomy in which the previously applied (xenmatrix graft) mesh was found to be freely floating in the pt's abdomen in what is noted in the operative report as a "dirty case." Due to add'l procedures and complications arising out of the surgeries, the pt, remained hospitalized at the hospital until or about (B)(6) 2010. The pt sustained serious injuries resulting in pain, suffering and disability. The xenmatrix (graft) mesh was dangerous and defective in that is was contaminated and prone to cause infection and other surgical complications for the pt. The pt sustained serious and diverse personal injuries relisting in pain, suffering, scarring and disability.

Manufacturer narrative:
Currently, it is unk whether the device may have cause or contributed to the alleged event. No medical records, including pathology or culture reports, have been received, no lot number has been provided, and no sample has been returned for eval. Additionally, it is unclear whether the mesh was explanted. We have contacted the initial reporter to obtain add'l info. While there is no indication that the mesh was the source of the reported infection, the product's IFU states: "if an infection develops, it should be treated aggressively." The pt is reported to have developed a hematoma, which is listed as a possible adverse event in the IFU. Without add'l info, no conclusion can be drawn.